Event description:
It was reported that the plastic tip cracked during surgery. A backup device was available to complete the procedure with no delay. No injury or patient impact has been confirmed yet.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that device broke but it is not known if above or inside the incision, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.